Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon alleged a 0.5cm inaccuracy when opening the dura. The surgeon registered successfully, confirmed accuracy, went sterile, confirmed accuracy again, and proceeded to operate, at which time, the inaccuracy was noted. The surgeon had already exposed the superficial tumor with the craniotomy and opted to continue the procedure and not to perform trouble-shooting. The surgeon stated being 0.5cm lateral and superior, based on pre-op planning and measurements. The scan used was taken 10 days prior and the surgeon stated that brain shift could have occurred, and although it was unlikely, could not be ruled out. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.